Event description:
On 8.18.2016, the reporter contacted lifescan USA, alleging that th usb cable/adaptor was missing from the packaging of the subject meter. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.